Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was unable to pair with a patient controller or clinician programmer. The patient had a recent fusion surgery. The patient stated they put the generator in surgery mode. The patient has been advised to make an appointment with physician after recovering from spinal fusion. On 18jul2024, technical service reviewed the cp logs. The logs reported that the ipg was in service app mode. Service app recovery was attempted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update posted 27 aug 2024 it was reported due to health issues the patient would not be able to have their ipg replaced for 6 months. As such, the rep was informed the record would be closed and re-opened as needed.